Event description:
It was reported that there was an under infusion of morphine, whereby the device did not dispense drug that was programmed. Per nurse at approximately 6:40pm pca pump beeped "pca cord not attached". The nurse attempted to troubleshoot the pca pump and discovered that the pca syringe was still full since the start of the pca in pacu. The pca record on the pump was showing amounts were delivered. Nurse failed to record the volume to be infused from the pca but states the syringe visually looked like it had 47ml left. The intended programming was morphine, 1mg/ml in 50 ml syringe, pca dose/lockout: 0.5 mg every 8 min continuous hourly bolus 0.5 mg/hour. This event happened on the medical/surgical floor. There was no patient harm reported. Although requested, further information not available.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 06/11/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Diagnosis- robot-assisted laparoscopic transverse colectomy for tubulovillous adenoma. The device has been received and an evaluation is pending.

Event description:
It was reported that there was an under infusion of morphine, whereby the device did not dispense drug that was programmed. Per nurse at approximately 6:40pm pca pump beeped "pca cord not attached". The nurse attempted to troubleshoot the pca pump and discovered that the pca syringe was still full since the start of the pca in pacu. The pca record on the pump was showing amounts were delivered. Nurse failed to record the volume to be infused from the pca but states the syringe visually looked like it had 47ml left. The intended programming was morphine, 1mg/ml in 50 ml syringe, pca dose/lockout: 0.5 mg every 8 min continuous hourly bolus 0.5 mg/hour. This event happened on the medical/surgical floor. There was no patient harm reported. Although requested, further information not available.